Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardiac monitor (icm) could not be interrogated. No changed were made. The patient was stable throughout.